Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: caused traced to component failure a probable root cause cannot be identified. The device history record was unable to be reviewed for this device since the serial number provided doesn't match any DHR record available. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump exhibited power switch led flickering. There was no patient involvement.